Manufacturer narrative:
H3: the catheter was returned to the manufacturer for analysis. Analysis found that as reported, about 2 1/2 inches were broken off at the tip of the catheter. Analysis found that the reported event was related to a mechanical issue. H6: fdm b01, fdr c07, and fdc d02 are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation (neuro) procedure. It was reported that 5-7cm of outer sheath of the cooling catheter broke off into the patient. The surgeon drilled twice into the skull, and the sharp edge of the skull may have damaged the sheath. The surgeon noticed blood in the catheter. When the catheter was removed, the outer sheath and tip was left in the patient. The sheath was successfully removed from the patient after the surgeon expanded the skull access hole via a drill. The skull flap was expanded by approximately 2cm. The procedure was delayed approximately two hours due to the reported issue. The patient was doing well post-operatively. The event did not affect the outcome, and the ablation was successful including the burr hole. The surgeon confirmed that the patient was in good condition.